Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported unintended movement associated with the cds slipping into the lv appears to be related to user technique and while adjusting for perpendicularity. A cause for the reported difficult or delayed positioning with the anatomy initially resulting in difficult or delayed positioning associated with difficulty exiting to la and thus having to navigate the device with difficulty, difficulty removing the clip from anatomy (chordae) the second time and single gripper actuation issue cannot be determined. Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) appears to be due to the difficulty removing the clip from the anatomy. Mitral regurgitation and tissue damage are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This will be filed to report a clip that was difficult to remove, a tissue injury, and worsened mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet and floppy septum. While maneuvering the clip delivery system (cds), the clip slipped into the left ventricle while adjusting for perpendicularity. Subsequently, the gripper became caught in chordae and the leaflets. Troubleshooting was performed and the clip was able to be freed. Grasping attempts were performed and the clip became caught on chordae once more. The clip was able to be released however the valve cusps were noted to deepen. An additional grasp was then attempted, however, the anterior gripper only lowered halfway. Subsequently, the physician decided to close the clip to grasp the leaflet. At this time the posterior leaflet was noticed to be tearing. The leaflets were then ungrasped and the cds was returned to the left atrium for repositioning. At this time it was noticed the a chordal ruptured occurred due to the clip getting caught on chordae. The mr was now worsened to grade 4+. The clip was implanted and the mr was not reduced. Subsequently, the physician elected to concluded the procedure. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.